Event description:
Device malfunction: posterior foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted closure of the femoral artery using the proglide device after an unspecified procedure. Reportedly, a posterior foot break was experienced. The posterior foot was not recovered from the pt. It is unk how hemostasis was achieved. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.